Event description:
It was reported that patient's left ventricular (lv) lead exhibited high, out of range pacing impedance and loss of capture. The lead was successfully repositioned on (B)(6)2023. There were no patient consequences.